Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013235808); product type: 0195-heart valves; non-implantable device product ID l-evolutfx-2329 (lot: 0013217836); product type: 0195-heart valves; non-implantable device product ID d-evolutfx-2329 (lot: 0013238846); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of the transcatheter aortic valve evfxplus-29, the valve load was performed by an experienced loader; however, crowding beyond node 4 was observed via fluoroscopic inspection. A new valve was loaded into a new delivery catheter system (dcs) which also exhibited crowding to approximately node 4, but to a lesser extent. At 80% deployment of the second valve, severe cusp calcium was identified and a small indentation was observed at the inflow of the valve. Multiple imaging views were conducted to assess for an infold, which was ruled out. The valve was deployed to 100% and a post-implant balloon dilation was performed with a 23 mm non-compliant balloon. A trivial paravalvular leak was noted, and no gradient was observed as the final result. There was a short procedural delay of three minutes while the second valve was prepared. The procedure was performed under general anesthesia due to a planned femoral cut-down and endarterectomy prior to dcs insertion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three intraprocedural fluoroscopic media files were provided for review in relation to the reported event; one image was available for assessment. The absence of the patient¿s executive summary limited the ability to perform a comprehensive anatomical evaluation. Review of two fluoroscopic valve loading inspections demonstrated evidence of a valve misload, characterized by inflow crown overlap extending to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. According to the information provided, the initially misloaded valve was not used, and the new valve was loaded into a new delivery catheter system and utilized for the procedure despite the misload. Documentation indicates that multiple fluoroscopic views were obtained to assess the presence of possible infolding during the deployment. After infolding was ruled out, the valve was released without reported complication. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the "small indentation" on the second valve was just at the inflow, within the first diamond of the valve frame and was likely caused by aortic calcium. It was noted that it was not a true infold, just conformity around the patient's native anatomy. The mid-portion of the valve appeared well expanded on angiogram in two separate views.